Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain "), vulvovaginal pain ("vaginal pain ") and abdominal pain lower ("severe cramping "). The patient was treated with surgery (one or more surgeries to remove one or more coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included high cholesterol, cholecystitis and overweight. Concomitant products included cyclobenzaprine hydrochloride (flexeril), gabapentin, lorazepam, metformin and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), endometriosis ("endometriosis"), nausea ("nausea / nauseous about to pass out"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches"), cyst ("cyst"), heart rate decreased ("heart rate dropped") and dizziness ("got dizzy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, endometriosis, nausea, tooth disorder, fibromyalgia, allergy to metals, dysmenorrhoea, fatigue, weight increased, migraine, headache, cyst, heart rate decreased and dizziness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cyst, dizziness, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, heart rate decreased, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on an unknown date: that the fallopian tubes were fully occluded. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received: events abnormal bleeding (vaginal, menorrhagia), endometriosis, nausea / nauseous about to pass out, dental problems, fibromyalgia, nickel allergy, dysmenorrhea, fatigue, weight gain, migraines / headaches, cyst, heart rate decreased, dizziness added. Reporter, concurrent condition, concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and bile duct stone ("gastrointestinal or digestive system condition type: digestive: intrahepatic bile stones") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, gravida ii, parity 2, gravida, irregular menstruation, endometrioma, adenomyosis, anxiety and breast reduction. Concurrent conditions included high cholesterol, cholecystitis and overweight. Concomitant products included cefixime (flexeril), gabapentin, leuprorelin acetate (lupron), lorazepam, metformin, norethisterone acetate (norethindrone acetate), oxycodone, sertraline hydrochloride (zoloft) and zolpidem. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bile duct stone (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), endometriosis ("endometriosis"), nausea ("nausea / nauseous about to pass out"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), cyst ("cyst") and dizziness ("got dizzy") and was found to have weight increased ("weight gain") and heart rate decreased ("heart rate dropped"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bile duct stone, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, endometriosis, nausea, tooth disorder, fibromyalgia, allergy to metals, dysmenorrhoea, fatigue, weight increased, migraine, headache, cyst, heart rate decreased and dizziness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bile duct stone, cyst, dizziness, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, heart rate decreased, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: that the fallopian tubes were fully occluded. Pathology test - on (B)(6) 2016: a. Right ovary, endometrioma, excision prominent hemosiderin consistent with endometrioma. B. Uteros, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy : cbrvix : no histopathologic abnormalities. Endometrium: benign endometrium with no evidence of hyperplasia or malignancy. Bilateral fallopian tubes: endometriosis identified on one fallopian tube. Gross description: identified within one side of the endometrial cavity-extending into the cornu-fallopian tube is a spiralled-coiled segment of silver metal, grossly resembling essure coils. The portion of the essure coil visible within the endometrial cavity measures 1.5 cm in length by 0.:1 om in diameter. The 'opposite essure coil is grossly within the fundal cornu-fallopian tube. The essure coils do not grossly invade into the uterine wall or perforate through the uterine serosa or fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, genital haemorrhage. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received event " gastrointestinal or digestive system condition type: digestive: intrahepatic bile stones" was added. Concomitant medication were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.